Event description:
Caller states that the pt tested 5.9 inr on the coaguchek system and 4.5 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system; however, caller states strips are not available for return. Comparison performed in a medical facility.